Event description:
The reporter indicated that after she changed the program settings and interrogation, an error message displayed on her handheld. The message stated "program current is not being delivered at settings intended." The reporter stated the error message would continue to display during programming. In addition, the reporter closed the error message. The reporter stated "it had changed the settings to those newly programmed. I re-interrogated and it was fine." The pt generator was ramped up to an output current of 1 and magnet mode to 1.25. Troubleshooting resolved the event.